Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator exhibited a burning smell. A boston scientific company representative advised the patient to unplug the communicator. The communicator issue persisted. The company representative opted to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.